Event description:
It was detected that the air bubble detector of a heart lung console could not be resetted. There were no reported consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not yet begun.